Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the internal battery was observed in the ventilator's downloaded error log. The device's internal battery was replaced by a third party service center to address the issue prior to returning the device for preventative maintenance.